Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the post fractured off the insert. The device shows signs of wear. The clinical/medical investigation concluded that, per complaint details, the patient had a right knee revision surgery 16 years post implantation due to a broken post of the genesis ii ps hi flex insert. It was reported that the post broke due to wear. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It has been communicated via e-mail that no further information is available. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. The quality and manufacture of polyethylene (uhmwpe) shall be control according with the material specification. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem, d1: brand name, d4: catalog# and unique identifier (UDI) #

Event description:
It was reported that, after a right knee surgery was performed on (B)(6) 2006, the post of the gii ps hi flex isrt sz 5-6 11 broke due to wear. This adverse event was treated by a revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a right legion knee surgery was performed on (B)(6) 2006, the post of the lgn ps high flex xlpe sz 5-6 12mm broke due to wear. This adverse event was treated by a revision surgery on (B)(6) 2022. Patient's current health status is unknown.